Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial lead was unable to be connected to a pacemaker's header during an implant procedure. The pacemaker was exchanged to complete the procedure. No patient symptoms or patient condition after the event was reported.

Event description:
Related manufacturer reference number: 2017865-2020-15022. New information received notes that patient presented to a pacemaker system implant surgery. The right ventricular lead was difficult to place, had high capture thresholds, and also dislodged. The right ventricular lead had to be exchanged for another one. The atrial lead also dislodged, but was able to be repositioned. However, the implanted pacemaker device would not connect to the atrial lead. The device was exchanged and the atrial lead was able to be connected. Patient condition was stable after the event.

Manufacturer narrative:
The damage found was sustained during procedure. The device was otherwise normal.